Event description:
I.v. Tubing (extension set) disconnected from i.v. Catheter. Pt blood leaked from the disconnect and exposed the attending nurse. Patient had previous history of being positive for hepatitus b. Nurse was tested and inocculated for hepatitus b.